Event description:
New IV pump software goes to "kvo mode" when fluid volume infused. Patient on a vent at the time of error. See product/therapy section for medications infusing at the time. Medications stopped will potentially cause blood clots, possible coronary artery occlusion, self-extubation, ventilator synchrony, profound hypotension and hypoperfusion. These are near misses and it is my concern that the function is default programming instead of not default and there should be a notification by the manufacturer that it should not be default for critical infusions/drips. FDA safety report ID# (B)(4).